Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during warm up. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.